Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamf3434c200tj, sn (B)(4), expiration date: 2018-06-30, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a type ia endoleak of another manufacturer¿s device. It was reported that the type ia endoleak resolved after implant of the valiant device, but the patient expired the next day due to a hemorrhage caused by a trans-esophageal fistula. The patient reportedly developed hematemesis the day after the implant procedure and died. It was noted that the patient was prone to hemorrhage and the trans-esophageal fistula was in the patient¿s medical history. The physician stated that the hemorrhage was caused by the esophageal fistula and was not attributed to the implantation of the valiant device; but it was also noted that it was unknown if the thoracic endovascular aneurysm repair (tevar) was related to the death. No additional clinical sequelae were reported.